Event description:
It was reported by the customer that a pyxis medstation es system had failed hardware message in pyxis, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that failed hardware message in pyxis due to software issue. Field service engineer found that issue was due to ghost failure. The engineer utilized the emergency release to open the drawer, which allowed the customer to resolve the issue. The system functioned as intended after the field service engineer serviced the device.